Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that smoke was coming from the device when utilized was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had vibration. The assignable root cause of this condition was not determined. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the handpiece device had vibration, the red dot on the connector was missing, the motor, connector, and locking mechanism were worn, there was excessive noise, and there was component damage. It was further determined that the device failed pretest for label assessment and noise assessment. It was noted in the service order that smoke was coming out of the handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.